Event description:
It was reported that the patient experienced unspecified issue with the ams 800 pressure regulation balloon (prb). A new prb was used to complete the procedure. Additional information received stated that the balloon malfunctioned.